Event description:
It is reported that the paitent was revised due to pain and corrosion at the head and neck junction.

Manufacturer narrative:
This report will be amended when our investigation is complete.